Manufacturer narrative:
Initial MDR 2517506-2021-00102 was filed (B)(6) 2021 siemens healthcare diagnostics headquarters support center concluded the investigation of the falsely elevated high-sensitivity troponin I (tnih) patient results obtained on a dimension vista 1500 instrument. Hsc reviewed the instrument data logs. The event involved a single flex reagent cartridge of the dimension vista high sensitivity troponin I (tnih) reagent lot 20244ba which produced higher results compared to repeat results with other tnih flex reagent cartridges from the same lot processed on the same analyzer. This event was identified by the customer when processing tnih quality control (qc) and the customer discarded the reagent cartridge. The event was not consistent with an instrument malfunction. No similar events were reported with other tnih flex reagent cartridges in use at the customer site. The event was isolated to the single tnih flex reagent cartridge that was discarded by the customer. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant, falsely elevated high-sensitivity troponin I (tnih) patient results obtained on a dimension vista 1500 instrument. Siemens is investigating the event.

Event description:
Discordant, falsely elevated high-sensitivity troponin I (tnih) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The customer reprocessed the samples after quality control was detected outside of laboratory acceptance range. Lower results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.